Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, externalized conductors were observed on the left ventricular lead. Electrical testing found variations in capture threshold. The patient was asymptomatic. The lead remained implanted and the patient would continue to be monitored.